Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-05731. It was reported the patient underwent ipg pocket revision (please see MFR. Report #: 3006705815-2018-01443) and the physician discovered the patient¿s extension was fractured at the distal end where it plugs into the ipg header. As a result, the physician explanted and replaced the patient¿s extension, resolving the issue. Note: both of the patient's extensions are being reported because it is unknown which one is liable.